Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned multiple times, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
On an unspecified date, leakage of an unspecified fluid/infusate was reported when using a chemosafelock connecter. There was no report of any human harm.